Event description:
It was reported that (1) device was used during a sigmoid resection. It was reported that the tx60b stapler was fired during the procedure and the bowel was cut away and the stapler opened. The stapler did not close and staple the bowel. Another stapler was used to complete the case. There was no consequence to the pt.